Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Data review confirmed the clinical narrative for low flow. Data showed about 10 hours into the case, the flow dropped to 2.3 l/min but no alarms were triggered. The flow then increased gradually and back to normal range 1 hour later and remained to the rest of the case. Based on the clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, the physician noticed some clotting in the heart vessels which required flushing to clear the clot. After this there was a drop in flow and pressure of impella. The physician decided to use tissue plasminogen activator (tpa) to break any type of clotting blocking impella, and that helped resolve the issue. There was no harm to the patient as a result of this incident.